Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files, however it was not reproduced. Data from the reported event date of 23nov2024 in the submitted controller event log file was reviewed. The backup battery fault alarm activated on 23nov2024 at 12:34:36 due to a load test fault. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. Prior to extended operation the backup battery was in use for a minimum of 10 minutes by having the controller operate a system with both power cables disconnected. Prior to disconnecting from extended operation a self-test was performed and passed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 04jun2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a backup battery (ebb) fault that resulted in a system controller exchange. The patient received a new backup system controller. It was noted that the original controller would be sent in for evaluation and that a replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.